Event description:
End users wife reported that a screw in the center of a 91-2 shower chair bent, causing the legs to spread apart. End user needed to grab the side of the tub to prevent himself from falling to the bottom.